Manufacturer narrative:
Device was used for treatment, not diagnosis. Complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Neither patient had received any preoperative medication. The 45 minutes delay was identified during the set up for the surgeries and it was known well before the scheduled start time for each procedure. It was also identified that the wooden handle found during the surgery set up for (B)(4) was broken in two pieces.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for two surgeries occurring at the same time on an unknown date, grease was noted in the hip tray at the site of the mallet. Neither patient was in the operating room at the time. As an immediate response, 26 hip trays were re-sterilized without the mallets included and no further grease was noted. The 26 mallets were sterilized separately in peel packs and grease was noted within the packaging. It was reported that there was a 45 minute delay in starting each surgery because of the need to re-sterilize the devices. A competitor¿s mallet was used in both surgeries due to the continued identification of grease. No further information is available at this time. Related complaints (B)(4) captures the report of the first and second surgeries that were postponed for 45 minutes. This complaint captures the remaining 24 mallets. This report is 13 of 24 for (B)(4).